Event description:
It was reported that the device burned/melted two flues in a case. It was unknown if there was any patient injury. Additional information has been requested. To date, no new information has been received.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.